Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the lead exhibited low impedance and noise. The lead was capped and replaced.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that upon interrogation the atrial lead exhibited noise. The device was reprogrammed to vvi mode and remained implanted.